Event description:
It was reported that there was no coil found upon retrieval. The target lesion area was located in the splenic artery. A 14mm x 30cm interlock pe f-idc was selected for use. During the procedure, it was noted that the micro catheter reached the lesion then the physician connected the coil delivery sheath and the micro catheter. The guidewire was advanced into the micro catheter but failed to push the guidewire after about 10cm so the physician retrieved the coil, but there was no coil found. The physician did not check the coil before the procedure and it was confirmed that the coil was not left inside the patient's body. The interlocking detachable arms were kinked. There was no coil inside the micro catheter. The procedure was completed with another of same device. There were no patient complications reported.